Event description:
New information received notes that when the patient presented in clinic, post-sensed t-waves oversensing was observed. The patient was stable when the event was observed and unchanged throughout the procedure on february 22, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for revision of the right ventricular lead due to oversensing. The lead was capped and replaced. No further information was available.